Event description:
It was reported that stent moved on balloon occurred. During unpacking and flushing of an 8.0x20x135 cm express ld vascular stent, it was noted that the stent was slightly loose. The device was not used on the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6); e1: initial reporter address 1: (B)(6); e1: initial reporter phone: (B)(6). Device evaluated by MFR: an express ld device was returned for analysis the following attributes were examined. A visual examination of the returned device confirmed that the balloon was tightly folded and had not been subjected to positive pressure. No issues were noted with the balloon material. The stent was crimped in the correct position on the balloon. No issues noted with the stent. A shaft kink was noted 445mm proximal from the distal tip. No issues were noted with the tip of the device.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent moved on balloon occurred. During unpacking and flushing of an 8.0x20x135 cm express ld vascular stent, it was noted that the stent was slightly loose. The device was not used on the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.